Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that nearly 4 months after the dental implant was installed in intraoral region 7#, its loss of osseointegration was observed. In addition, 35ncm of primary stability was achieved, the patient presented bone type iii and immediate load procedure was performed.